Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the right ventricular lead was scheduled to be repositioned due to loss of capture. The physician was unable to reposition the lead and it was explanted and replaced. The patient was asymptomatic and stable post procedure.